Event description:
It was reported that the programmer's case required repair and the programmer had a worn appearance. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer case required repair, the programmer had a worn appearance. The power cord bay and rear display cover are damaged. It was also determined at analysis that the there are signs of contamination at the bulkhead. Internal contamination was found on the link electronic module (lem), radio frequency transceiver (rft), and analyzer bay. The lower-case feet are worn, and the system fan is noisy. The hinge plate screws, and upper display bullet are missing. The display latch hasp is broken and the eject hook on the printer is missing. The programmer was not repaired as it was no longer serviceable. The programmer was decommissioned. If information is provided in the future, a supplemental report will be issued.